Manufacturer narrative:
Based on the current information provided, the root cause of the intraoperative failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. A review of the site's complaint history found that there were no other complaints for this product. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, the surgeon noted a ¿thin black ring, like the patient was burned¿. No medical intervention was administered, and the case was completed robotically. At this time, the cause of the customer¿s reported failure mode and operative complication is unknown. Blank MDR fields follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, as the surgeon was closing the port site on the patient, she noticed a ¿thin black ring, like the patient was burned¿. The procedure had successfully completed without incident, yet the patient was reported as being burned at the port site. On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a da vinci-assisted sacrocolpopexy with hysterectomy procedure, as the surgeon was closing the port sites on the patient and the system had been undocked, the surgeon noticed what appeared to be an incision port burn. The procedure had successfully completed without incident, yet the patient was reported as being burned at one of four 8mm port sites at arm 2 which, during the procedure, had a monopolar curved scissors (mcs) instrument installed. There was no double cannulation and there was no report of arcing from any energy instrument intra-operatively. An erbe generator was in use and settings were, ¿at three and three¿. A grounding pad was in use and was reported by surgical staff as being properly placed. The port site was described by the surgeon as being, ¿a thin dark ring and the skin felt tight¿. The size was approximately 2mm. While the severity of the burn was unknown, no medical intervention was required. The surgeon, ¿closed the port like usual¿. There was no application of ointment, no excised tissue, and no medical intervention. The procedure completed robotically. The patient was reported as doing well.